Event description:
No additional information reported.

Manufacturer narrative:
Evaluation of the returned device confirmed the fracture and determined it was consistent with common failure modes of previously investigated tasp devices. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a knee instrument was fractured and returned via the worn instrument return program. There is no additional information at this time.